Event description:
It was reported that the patient was getting shocked by implant. The patient had fallen a few times, used a walker. The patient successfully turned off implant and shocking stopped. Regarding where the patient felt shock, it was noted in anus. Patient normally felt stimulation more in perineum. The representative was going to meet with patient for reprogramming and troubleshooting at hcp (healthcare provider's) office. The patient may have been trying to get better therapy by turning up the implant voltage and this could be reason for shocking. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 3037, serial# (B)(4); product type programmer, patient product ID 3 093-28 lot# v867752, implanted: 2012 (B)(6); product type lead. (B)(4).